Event description:
The rotor in the mpa (modular pre-analytics system) centrifuge cracked and blew apart, causing a very loud boom. Once the cover was removed, we saw that parts of the rotor had broken apart, pt specimen tubes were broken and blood contaminated the inside. No parts from the centrifuge were thrown outside the cover that is over that module. No one was standing close to the instrument and no injuries occurred. A call was placed to roche technical support ((B)(4)).